Event description:
(B)(4). It was reported that post a coronary stenting treatment procedure, the patient experienced restenosis. The de novo target lesion being treated was located in the proximal left anterior descending (lad). The lesion was 80% stenosed, 2.75mm in diameter and 15mm long. The lesion was treated with direct stent placement using a 2.75x20mm taxus liberte stent. Residual stenosis was 0%. The patient was discharged the next day on aspirin and prasugrel. In (B)(6) 2011, the patient experienced restenosis. The patient presented with substernal chest pain with associated symptoms of nausea and diaphoresis. Laboratory data revealed troponin to be 0.10 followed by 0.06. An electrocardiogram revealed diffuse st changes and an assessment of acute coronary syndrome was made. The patient was referred for cardiac catheterization. The angiography revealed 100% mid stenosis in the lad, an occluded study stent and total lad occlusion with collaterals. The patient was treated with medication. The event was considered resolved without residual effects. The patient as discharged 2 days later on aspirin and prasugrel.

Manufacturer narrative:
(B)(6). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).